Event description:
It was reported that the filter basket culd not be recovered by the recovery catheter. A second recovery catheter, rx accunet 2 recovery catheter was used to successfully recover the filter basket.